Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the pump was self re-booting. The patient reported that the alleged issue began 3 to 4 months prior to contacting lfs. The patient informed customer support that he would become aware of the issue when he became aware of the pump displaying the "verify" screen at which point he had to complete rewind, load and prime steps. At the time of the call, the patient did not have the pump available for review to examine for structural damage. The patient agreed to contact animas back with the pump in hand; however, never returned call. Animas customer support then made several attempts to reach patient, but were unsuccessful in their attempts. This complaint is being reported because the alleged power issue remained unresolved at the time of the call.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or history. There were no alarms noted related to the compliant in the pump alarm history. Power on resets were observed in the black box history. No damage was found to the returned battery cap or the battery compartment. The battery cap tightly secured to the pump with no visible yellow o- ring. The pump was exercised for 24 hours with the battery cap with power issues. The battery cap contact was found to be within specifications with no battery cap connection defects noted. The pump cover was removed; no evidence of internal moisture or damage was found to the power circuit. The reported complaint was duplicated in the pump history but could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.